Manufacturer narrative:
Batch review performed on 14 november 2025. Lot 103224: (B)(4) items manufactured and released on 3-dec-2010. Expiration date: 31-oct-2015. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review root cause:based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 13 years and 4 months from the primary, the patient came in presenting pain that was due to a loose stem. The surgeon revised the medacta head and stem to a competitor head and stem. The surgeon also swapped the medacta liner for a medacta liner. The surgery was completed successfully.